Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the guide was frayed upon removal. The catheter was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guide was frayed upon removal. The catheter was replaced. No patient harm reported.